Event description:
It was reported to co that a male pt rec'd a small reddened and blistered burn on his right elbow during a magnetic resonance examination using a ctl array coil. The pt refused treatment for his minor injury. It was determined that this site had not rec'd the upgraded version of this coil at the time of the incident. The site now has the upgraded version of the product.